Event description:
It was reported, patient received a primary total hip arthroplasty. Subsequent to the surgery the cup loosened necessitating a revision surgery. Upon retrieval there was no in growth between host bone and shell.